Event description:
It was reported that power button broke and battery did not hold charge on customer device. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, was out of warranty, and was in process of obtaining new device, and no additional troubleshooting or corrective actions were documented.